Manufacturer narrative:
Cmp-(B)(4). Updated: b4, b5, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h10. Reported event was unable to be confirmed as visual examination of the returned product identified light scratches on the top hat button and toggle button. The blue suture was tied in a knot and connected to the top hat button. The ends of the blue suture appeared slightly frayed. The white suture was attached to the toggle button and needle. The blue/white suture was not returned. No fractures therefore cannot be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source:(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the surgery at the time of securing and locking the implant, the strands break and the implant is not allowed to remain and a new one must be passed. The pin-drill is passed, the implant is removed and passed, a kelly clamp is placed in the middle of the threads to pull the threads; at the time of checking that the implant is secured and that it is blocked, it breaks. Attempts have been made and there is no further information at this time.